Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not powering on. Upon troubleshooting fse found that the host pc and ippc (image processing pc) were not switching on automatically. To resolve this issue, fse reseated all connection and connected the power cable properly. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not powering on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.